Manufacturer narrative:
The complaint of a leak was confirmed. The leak was located in the d/l tubing at the point where the tubing meets the distal end of the bifurcation. The catheter tore and exposed the arterial lumen. The exact cause of the tear is unk.

Event description:
It was reported that the catheter was leaking near or at the y. Entry site disinfected with chlorhexidine 4% in 70% alcohol. Used liquid povidone iodine on catheter and extensions only.